Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified, unspecified below the knee vessel the 2.0 x 120 mm armada 14 balloon dilatation catheter (bdc) was advanced but could not cross the lesion due to the anatomical morphology. A pre-dilatation was performed with a non-abbott bdc. The armada 14 bdc was again advanced to the lesion successfully, however, during the first inflation at 6 atmosphere the balloon ruptured. There was no reported adverse patient effect. The procedure was stopped due to the anatomical morphology. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.